Event description:
Additional information was provided that the patient was admitted with suspected pump thrombosis and elevated ldh of 4000 and worsening creatinine.

Manufacturer narrative:
Section a2, g3: correction.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of (B)(4) confirmed the presence of thrombus. The pump was returned assembled with the driveline cut approximately 2.5¿ from the pump housing and the distal portions was returned measuring 6¿ and 18¿ (figure 1). The sealed inflow conduit and sealed outflow graft conduit were not returned. The outlet elbow was attached to its respective pump port. Upon disassembly, visual inspection of the pump blood-contacting surfaces revealed a thrombus adhered to the rotor body, occluding the vane of the rotor. The deposition's lack of laminated layering indicated that it did not develop at this location, and appeared to have been ingested into the pump. The deposition was denatured, indicating that is was present while the pump was supporting the patient. Although a specific cause for the deposition and duration of which it was present in the pump cannot be conclusively determined, a correlation between the deposition and the reported hematuria and ramp study results could not be conclusively determined. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope did not reveal any anomalies related to wear or damage. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. The hmii IFU lists device thrombosis as an adverse event that may be associated with the use of the hmii lvas. The IFU addresses indications of device thrombosis and how to respond to such events, as well as recommended anticoagulation therapy and inr range with the use of the hmii lvas. No further information was provided. The manufacturer is closing the file on this event

Manufacturer narrative:
Approximate age of device- 2 years 7 months 24 days. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient had complains of dark urine. A ramp study was performed and tested positive for a pump clot. A pump exchange was performed on (B)(6) 2018 due to the positive ramp study. No additional information was provided.